Event description:
Sorin group received a report that after setting up and priming the circuit, the priming solution dripped out of the inlet and outlet water ports of the oxygenator heat exchanger. This occurred during set-up. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the compactflo evo oxygenator which is a component of the (B)(6) custom perfusion pack. Neither the custom perfusion pack nor the evo oxygenator are sold in the united states. However, the oxygenator heat exchanger is the same as used in other sorin oxygenators distributed in the united states. Therefore, there is no 510(k) number for this oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that after setting up and priming the circuit, the priming solution dripped out of the inlet and outlet waster ports of the oxygenator heat exchanger. This occurred during set up. There was no pt involvement. Sorin group (B)(4) has requested the product be returned for eval. The investigation is on-going. A follow-up report will be filed when the investigation is complete.